Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5337894. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle, leaked blood from the rubber sleeve when the nurse activated the safety shield. No mucous membrane exposure. No sample was returned.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.